Manufacturer narrative:
Results evaluations codes (other): following a thorough investigation by our qaulity assurance dept, we can report the following: the device returned for analysis was an unused tube from the same batch number. Analysis of the returned device identified no manufacturing faults on the tube. A review of the device history record was performed. No abnormalities were found. A review of the complaints history database was performed. Which showed that this is the first incident of this nature for this batch number and product code. The root cause of this incident could not be conclusively identified. If a piece of the endotracheal tube cuff had been from the tube and become stuck in the pt's nose the clinician would have found the cuff to be torn upon removal of the tube. We can only surmise that the cuff may have torn, following contact with the pt turbinate upon removal. The instruction for use supplied with the product: prior to removal of cuffed tracheal tubes all air must be completely removed from the cuff to prevent trauma to the airway. This is important so that the cuff is pulled in tight to the shaft of the tube prior to removal. This aids removal of the tube and helps avoid the cuff getting snagged on the pt's anatomy. As a precautionary measure manufacturing personnel were retrained on the inspection procedure for foreign matter.